Manufacturer narrative:
The product subject to this complaint was returned for evaluation. It was visually confirmed that the product hub showed signs of excessive wear. It was not possible to determine the root cause for the issue.

Event description:
It was reported that the driver ceased revolving during a surgical procedure. It was further reported that the drill bit could not be removed from the product. No adverse consequences were reported.